Event description:
No additional information.

Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection was conducted and there were no visible damages or abnormalities. The infusion set was then pressurized with 10 psi of air and submerged underwater in order to identify any leaks. A hole was found in the tubing during the pressure test. The customer complaint of leakage was confirmed. The investigation was moved to manufacturing for further evaluation. After investigation, the damage in the tubing reported by the customer could not be replicated in the production process and no opportunities were found in the manufacturing of the model and affected tubing, also, according to customer words, the set was in use when the condition was found this lead us to no be able to confirm that this condition is related to manufacturing process. No corrective or preventive actions were taken for this complaint because the potential root cause was not found to be related to the manufacturing process. We will continue to track and trend and if any negative trend is observed, proper actions will be deemed necessary. A device history record review for model 2420-0007 with possible lot numbers 24066756, 24066805 and 24066841 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient e4. The initial reporter also notified the FDA on oct, 2024 . Medwatch report#: mw 1900980000-2024-8003. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following: rcc received a complaint via email. Picu (pediatric intensive care unit) manager reports that infusion pump tubing set was leaking when used and seems to have small pin holes in tubing.